Manufacturer narrative:
A ge service rep performed an on site investigation. The work station boards and connectors were reseated and the power supply voltage was adjusted. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently displayed communication failure error messages during procedures. This error message will likely cause the system to lock up or shut down. There is no report of pt injury associated with this event.